Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified system error (se) occurred during use on the homechoice (hc). The registered nurse (rn) stated they had cycled power in an attempt to clear the alarm. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. An internal and external inspection was performed and passed. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test. The results of the sample analysis revealed that the direct cause of the unknown system error was determined to be digital board failure. It was determined that the product did not meet specifications for the reported issue. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.